Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of birth - 1955.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. ¿ this report is number 4 of 4 MDR's filed for the same patient (reference 3002806535-2016-00562 / 00563 and 1825034-2016-02658 / 02659). Device remains implanted.

Event description:
It was reported that patient underwent a closed reduction procedure approximately one month post-implantation due to luxation of the hip.